Event description:
Patient presented with high impedance. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was noted that the high impedance was first seen one week after generator replacement. She was not having any discomfort or seizures. The patient had full system replacement. The explanted products were likely discarded. Information was received from the company representative that the surgery was supposed to be a full system upgrade to m1000. The device was at end of service in pre-op and therefore lead impedance was not available. Surgeon observed the lead pin, lead, and generator but did not use the test resistor. Surgeon did not state that the saw any fractures in the lead. He proceeded with a full revision to single pin system. Impedance was ok on the new implant. No further relevant information has been received to date.